Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 42 mg/dl. The customer was treated with coke. The customer reported via phone call indicating that they had a lost sensor alarm. Customer's blood glucose at time of incident was unknown. The customer was advised that the transmitter did not communicate due to an incorrect ID. The customer stated that she will program that in herself. Customer was advised that we are sending 2 replacement sensors.